Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During functional testing a failed volume test occurred through troubleshooting of the device. The reported condition was verified. The cause of the condition was determined to be failed pressure plate. The pressure plate requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump which had failed a volume test. The reported problem was found during testing at the biomed service department. There was no patient involvement. No additional information is available.